Event description:
It was reported that while using avbd lsrfortessa¿ so waste leakage without bleach not contained (outside instrument). There was no report of patient impact. The following information was provided by the initial reporter: sample injection port is dripping back between samples. Instrument is working ok otherwise. Gareth has replaced tubing in peristaltic pump and tried to flush lines but issue persists. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontaminate/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? Yes ppe was worn. 8. Where did the physical contact of fluid occur? Under the sample injection port and biohazard pump peristaltic tubing (B)(4). 9. What personal protective equipment ppe was being used during the occurence? Face mask, nitrile surgical gloves. 10 was there any impact to patient samples due to leak? No. 11. Was customer/bd personnel harmed/injured? No.

Manufacturer narrative:
After further review MFR#2916837-2020-00310 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using avbd lsrfortessa¿ so waste leakage without bleach not contained (outside instrument). There was no report of patient impact. The following information was provided by the initial reporter: sample injection port is dripping back between samples. Instrument is working ok otherwise. Gareth has replaced tubing in peristaltic pump and tried to flush lines but issue persists. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? Yes ppe was worn. Where did the physical contact of fluid occur? Under the sample injection port and biohazard pump peristaltic tubing pcn 34685. What personal protective equipment ppe was being used during the occurance? Face mask, nitrile surgical gloves. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.